Manufacturer narrative:
Pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with operating currents within spec. No unexpected replace battery now alarms noted. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that they low battery alarm. The customer's blood glucose was unknown. The product was returned for analysis.